Event description:
It was reported that the patient underwent posterior lumbar fusion at l3-4. The set screw would not tighten into the pedicle screw. Three different set screws were attempted without success. The bone screw was removed and a new one was implanted. A new setscrew tightened as expected. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be primarily on one side, consistent with thread jumping. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information. A review of the device history records did not identify any applicable nonconformance to specification.